Event description:
It was reported that patient underwent an unknown procedure on (B)(6), 2024, and suture was used. During the surgical suturing, both connections of the 8/0 needle and thread were not reinforced, yet they separated; not severed by tension but separated. Prior to use, there were no abnormalities observed. The needle was applied to the patient and in use, however, it separated during the process of tying and cutting after suturing. There was no patient consequence. There is concern about the loss of needles and potential patient safety incidents due to the separation of the needle from the thread. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did the needle fall inside of the patient? If yes, how was it retrieved. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * did the needle fall inside of the patient? If yes, how was it retrieved. -> no it did not. * the complaint device(s) is not returned yet. Please work with your distributor partner for device return. -> the customer reported that they threw away the product at the moment they found out about the defect. No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.